Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level of 24 mg/dl and a seizure. Prior to going to the ER, a glucagon injection was administered to address bg. In the ER, the customer was treated with intravenous fluids of saline to address the bg. Customer was discharged 10 hours later the issue resolved and no permanent damage. Reportedly, the customer has not eaten and received more insulin than needed, resulting in the low bg level. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.